Event description:
It was reported that the customer was hospitalized with high blood glucose levels over 500 mg/dl. The customer felt that the insulin pump was malfunctioning. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Found that the customer's basal rates have been raised ever since she started taking steroids due to an illness. Advised the caller that the insulin pump was working properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.